Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 400c75. Additional information was requested, and the following was obtained: 1. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. 2. Did the patient experience any bleeding? No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 400c75, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the primary lsg, on the 3rd firing of the gastrectomy gst60g with seam guard, the surgeon closed the stapler jaws on the stomach and then wanted to reposition the stapler. The jaws of the device did not open with many attempts, battery removed and re inserted. After a few attempts to open the jaws it finally opened. The device was articulated at the time, unsure of the degrees of articulation. Case completed with the same ech60s with no other concerns. Surgeon found the grip strength required to close the handles of the device very difficult.